Event description:
It was reported that "the tuohy needle was bent when it was removed following the insertion of an epidural catheter, although no difficulty was experienced during the procedure. This was also observed this morning during the insertion of another epidural in a different patient." Two devices were involved. Associated mdrs: 3006425876-2026-00640. Additional information received on may 21, 2026, indicated that "no harm or health consequences to the patient and no medical intervention required."

Manufacturer narrative:
(B)(4).